Event description:
It was reported through litigation process that approximately one week and two days post a port placement for vascular access for chemotherapy treatment, the nurses are unable to de-access the port, it was further reported that patient developed pain around the port site. Reportedly, the port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical record was provided for review. The medical records allege that the patient underwent right sided chest port (model no: 1618070, lot no: regq2941) placement procedure on (B)(6) 2022. A day later, nurse called and explained that the port de-access would be needed after the completion of his 46-hour pump and states that the home health care nurses are unable to de-access his port and unable to handle chemotherapy. Therefore, the investigation is inconclusive for the reported failure to disconnect issues as the exact circumstances at the time of reported event was unknown. Furthermore, clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.